Event description:
It was reported from (B)(6) that when the patient was at home "the controller changed to the second battery when the first battery had greater than 25% capacity still remaining, in one case even with up to 50% remaining (event described in (B)(4))." Log files are were not provided because the patient was at home. The batteries were replaced and there was no effect on the patient. This MFR report is 1 of 2 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. On (B)(4) 2014, a field safety notice ((B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The instructions for use and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00485 and 486) submitted for devices related to the same patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the battery met specifications; the battery passed visual inspection and functional testing. The reported event was not confirmed via review of the controller log files as they could not be sent since the patient was at home. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and batteries. A possible root cause is a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. This is one of two reports (3007042319-2015-00485 and 2015-00486) submitted for devices related to the same event.